Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the hi-pot test. Upon eval, there was a open pulse wire in the trunk cable. The cause of the hi-pot test failure is the open wire. The root cause for the open pulse wire cannot be positively determined. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any deficiencies.